Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose over 600 mg/dl. The customer stated that she had been having high blood glucose levels before the event. Nothing further was reported.